Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the mod alif spreader instr assy (p/n: 698332308, lot number: g0310) was received at us cq. Visual inspection of the complaint device showed no exterior damage to the device. Functional test: a functional assessment was performed on the complaint device with the returned mating tips. All of the returned tips were able to insert, lock, and be removed from the device without any issues. The complaint was not able to be replicated. Dimensional inspection: a dimensional inspection was not performed since it was not applicable to the complaint condition. Document/specification review: relevant drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is not confirmed as no damage was observed and the returned tips passed the functional test. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part # 698332308. Lot # g0310. Supplier: (B)(4). Batch # 1 qty (B)(4). Release to warehouse date: 14 apr 2010. No ncr's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date, the custom t-handle alif spreader tolerance seems out of spec and the individual spreader tips are sticking inside the t-handle. There was no patient consequence. Procedure outcome is unknown. This report is for one (1) mod alif spreader instr assy. This is report 1 of 1 for complaint (B)(4).